Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that the touch screen does not calibrate. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10. It was reported there was no patient involvement at the time the issue was discovered. H11. Updated contact information and contact office entity.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18085.